Manufacturer narrative:
Product analysis: analysis was unable to confirm the report that the device was not capturing. Analysis noted that the hanger assembly was cracked, the lower case had a broken boss, one case screw was contaminated, and an error was found in the data log. The output connector was replaced as a preventative measure. All other found defective parts were replaced and all other identified issues were resolved. The device passed all final functional tests. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the external pulse generator (epg) was not capturing when attached to pacemaker wires. The epg was returned for service. There was no patient involvement.